Event description:
A customer reported error 4231 reagent tip x home detect error, 2231 b/f probe 1 overflow sensor. The customer verified no tips dropped or missing, cleaned the wash probes, and confirmed no leaks. The customer rebooted the analyzer, but issue recurred. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) confirmed the errors over the phone with the customer. Prior to fse call, the customer performed a set all home, which resolved the errors. The fse instructed the customer to check for any dropped cups/tips and any other obstructions and none were found. The fse also instructed the customer to replace the wash probe tip since it was worn out. The customer stated the aia-900 analyzer is functioning as expected and no errors recurring. No further action required by field service. A 13-month complaint history review and service history review through the aware date of event for similar complaints was performed for serial number: (B)(6). There was one similar complaint identified during the search period for error 2231, however there were no similar complaints identified for error 4231. The aia-900 operator's manual under section 12: flags and error messages states the following: [4231]: reag/tip-x home detect error. Cause: the home sensor s090 failed to be activated after the reagent loader moved toward the home position. No further operation will take place. Action: remove the impediment or other cause of the error. Check s090 and pm90 for a possible malfunction. [2231]: bf overflow sensor 1 failure. Cause: the overflow sensor 1 s132 is detecting liquid constantly. Action: please contact the tosoh local representatives. Check s132. The most probable cause of the reported event was due to an obstruction in the reagent tip assembly and a worn bf wash probe.